Event description:
The pt's wife perform injections for the pt due to pt having paralysis in his left hand. Pt injected into abdomen with his right hand for the first time. It seemed that he pushed the needle to hard, and when his wife removed the pen needle, they couldn't find the needle. The pt went to see a doctor and had an x-ray taken, but the needle was not found in the body.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Quality will continue to monitor on monthly trend reports.